Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No external ram crc or unexpected restart alarms were noted during testing. The pump passed all the operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no low battery alerts noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to perform rewind process again. Customer was advised that the error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced.